Event description:
It was reported that the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD) and two leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead (B)(6) 2013; 6947m62 implantable tachy lead, (B)(6) 2013. (B)(4).